Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the up and down buttons on the insulin pump had to be pressed multiple times to get a response. Customer also mentioned that there was a crack near the b button and the reservoir compartment. No further info reported.